Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer immediately was able to resume insulin delivery to complete the bolus delivery. The customer's blood glucose level was not impacted. The cartridge had been used for 3 days. The customer changed the cartridge. Tandem technical support performed a system check with the current supplies and found the new cartridge and infusion set to function as expected.